Event description:
It was reported that during implant, the right ventricular lead helix would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): distal conductor fracture (overstress). Additional findings of the distal conductor distorted, helix distorted/bent, blood in/on helix mechanism, helix disengaged from helical channel and damaged at implant. Full lead returned and analyzed.